Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the implantable devices suck and the patient got an infection. It was noted the devices don't work and cause more pain.